Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a small tag in the side cut of a patients left eye following lasik flap creation. A crescent blade was used to separate the tag and ablation was completed without further issues.

Manufacturer narrative:
A root cause could not be determined conclusively. (B)(4).